Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the therapy had really worked well up until after patient fell 2-3 weeks ago right on that hip. Patient can still connect and change programming and when they increase it, they get a shocking/buzzing sensation in the left groin. Reviewed potential risks of fall and recommended patient follow up with managing healthcare provider (hcp) for device check.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the fall's effect on their implant was not determined. The patient repeated that the interstim worked extremely [well] for months, and they fell on their hip. The patient stated they could still log in and change programs and settings, but now they get no effects; they were using a lot of pads. When asked what steps were/would be taken to resolve the issues, the patient stated they contacted their doctor about 3-4 weeks ago, and they also stated they called [the manufacturer] but they hadn't heard back. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.